Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "casing pulled apart on battery. Biomed contact (B)(6) was able to reseal the casing together with glue and return to service. A 4th occurrence of this happening over the last 6 months (not all reported). Customer believes that the sealant used on the casing is not strong enough, or that the amount used is too small. The customer would be willing to discuss this further with q-core since they believe this is a repeatable, and potentially avoidable issue. Delay in therapy: unk. Need for medical intervention: unk. Death or serious injury: no."